Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic foreign body fragment.') In an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic, hysteroscopy diagnostic). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: left coils: 4. Right coils: 4. Lot number: 628441, manufacturing date: 2008-12, expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic foreign body fragment.') In an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), allergy to metals ("nickel allergy"), premature menopause ("premature menopause"), infection ("infection nos"), abdominal pain lower ("cramping"), nausea ("nausea"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("painful menses"). The patient was treated with surgery (salpingectomy laparoscopic, hysteroscopy diagnostic). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, back pain, allergy to metals, premature menopause, infection, abdominal pain lower, nausea, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, infection, nausea, premature menopause and uterine haemorrhage to be related to essure. The reporter commented: left coils: 4. Right coils: 4. Lot number: 628441 manufacturing date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received: event back pain, nickel allergy, premature menopause, infections, cramping, nausea, abnormal uterine bleeding and painful menses added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic foreign body fragment.') In an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic, hysteroscopy diagnostic). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: left coils: 4. Right coils: 4. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.